Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
10-jun-2024, needles cat 9080101/21915233, lot 3271798/ ra00002494 were received. During the visual verification check, it was discovered that: - 1 bag of 25,000 units was discovered without identification label - another bag with open inner bag was discovered, unsealed. 12 needles out of 1250 inspected discovered with residuals of epoxy on hub (out of spec. According to ansi 10 ac, 11 re).

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported one bag was missing a label, an inner bag was discovered unsealed, and needles had residuals of epoxy on hub. To aid in the investigation, twelve samples with no packaging and one photo was provided for evaluation by our quality team. The physical samples have an epoxy drip over on the needle hub. The photo provided shows the samples received. No other defects or imperfections were observed. The excessive epoxy could occur during the assembly process if there was a misfeeding of the cannulator. A device history record review was completed for provided material number 302047, lot 3271798. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom of epoxy excessive reported by the customer is confirmed.

Event description:
No additional information received 10-jun-2024, needles cat 9080101/21915233, lot 3271798/ ra00002494 were received. During the visual verification check, it was discovered that: (B)(4) bag of (B)(4) units was discovered without identification label another bag with open inner bag was discovered, unsealed. 12 needles out of 1250 inspected discovered with residuals of epoxy on hub (out of spec. According to ansi 10 ac, 11 re).